Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account and four photographs. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, e and an evaluation of the returned device. The instrument was received with the bag disengaged and received. No plastic remnant was noted on the ring. The black shrink tube was stretched and broken on the ring. The photograph labeled 0589 confirms the condition. The photographs labeled one through two are of the blister package and photograph three is a report stating that the component disengaged into the cavity and was retrieved. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken shrink tube. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the plastic ring on endo catch came off inside patient, was retrieved by the surgeon by pulling gallbladder out of the patient. To correct the condition, the plastic was retrieved by the surgeon. The plastic from the bag fell into the patient cavity, but was not left in the patient.